Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sub total colectomy procedure the surgeon grasped a swab with the device and activated the energy and drove the blade through. The jaws of the device then lodged together. I told the surgeon to push the trigger apart from the handle, but he started pulling on the activation button as such the button popped off. This was during an evaluation of the g2 device. No patient consequences were reported. Procedure was completed with same like product. One device will be returning.

Manufacturer narrative:
(B)(4). The instrument was received with the energy button detached and returned with the instrument. The jaw was found in good visual conditions. No issues were noted with opening and closing of the jaws. The button was reattached to the instrument and passed all testing with the gen11. Our manufacturing process verifies the presence and functionality of the instrument prior to shipping. No conclusion could be reached as to how the button detached from the instrument.